Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the tenaculum forceps instrument involved with this complaint and completed the evaluation. Failure analysis (fa) investigation confirmed and replicated the customer reported complaint. Fa found the primary failure of the pitch cable broken to be related to the reported complaint. The tenaculum forceps instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. The root cause of this failure is attributed to a component failure. The pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause of the broken pitch cable was attributed to a component failure and related to device design. No image or video was available for review. A review of the instrument logs for the tenaculum forceps (part number 470207-10/lot number k10220606-0042) associated with this event has been performed. Per the review, the tenaculum forceps instrument was last used in a procedure on (B)(6) 2022 on system (B)(4). The instrument had 9 uses remaining after the last procedural use. This complaint is considered a reportable malfunction and adverse event due to the following conclusion: it was alleged that the tenaculum forceps instrument wires broke and a fragment fell inside the patient during procedure. The fragment was retrieved during the same procedure.

Event description:
It was reported that during a da vinci assisted myomectomy surgical procedure, the tenaculum forceps instrument had broken wires. The procedure was completed with no reported injury. The tenaculum forceps is a multiple-use endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on 13-oct-2022: the reported issue occurred during procedure. The patient was having a hysterectomy procedure and the surgeon tried to use the tenaculum forceps instrument to pull the uterus, when the instrument broke. The customer changed it a couple of times and it still broke. There was no fragment left behind as the uterus came out of the patient. The customer has not received any report of the patient returning back to the hospital because of this incident.